Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse the medication entirely. The nurse stated that the infusion amount was programmed to be 100cc. It was also stated that there was 25cc left in the infusion bag after the pump stated that the infusion was complete. The event occurred at the "wp 9" unit but the process step was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.